Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 5f sheath prior to a carotid artery stenting procedure. Reportedly, foot parking failed. Several attempts were made to relax the device but still resistance was met. The pre-closing technique was aborted and the device was retrieved from patient anatomy by surgery. After the device was removed a piece of the artery was observed attached to the foot. The sheath was upsized to 8f and the carotid artery stenting was carried out successfully. Hemostasis was achieved by surgically suturing the artery. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was not confirmed. During device analysis the lever was opened and the foot was deployed. The foot was completely retracted into the guide via closing the lever without any observable resistance. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot retraction incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.